Event description:
It was reported that the patient had a suspected infection at the ipg site. The patient was placed on antibiotics. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it not released from facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.